Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A notification received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry noted a patient experienced compromised blood flow to the distal left leg. It was noted that the impella device was implanted in the left common femoral artery and as a result of the limb ischemia the device was removed. An intra-aortic balloon pump was placed in the patient¿s right common femoral artery for support after the impella was removed. The relationship between the impella and the lower limb ischemia was listed as probably. The patient's outcome at the time of explant was survived. Additional information was not available in the complaint record accessible for MDR assessment at time of reporting.